Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirements. This was unintentional. This report is being filed after it was identified as non-complaint during an internal review of our complaint files.

Event description:
On (B)(6) 2012, the customer reported the glass syringe was found broken when the box was opened. There was no patient exposure and no injury to the user.